Event description:
Received info the pt's device system was explanted about a month after implant due to infection. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).